Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shock therapies which appeared to be due to atrial fibrillation (af) with rapid ventricular response (rvr) and was exhausted. Boston scientific technical services (ts) noted ventricular tachycardia (vt) and ventricular fibrillation (vf) events. In addition, the physician wanted to know about average rate. Ts then, discussed the average heart rate calculation. Additional information indicated that the field representative was unable to provide any information on this event. This ICD remains in service. No adverse patient effects were reported.